Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) revealed high shock impedance greater than 200 ohms (the model and serial number of the right ventricular (rv) lead are unknown at this time and attempts have been made to obtain). The device was reprogrammed and the patient was subsequently hospitalized awaiting a revision procedure. The next day, a revision procedure was performed. During the implant procedure the physician observed that the right ventricular (rv) lead pin had disconnected itself from the device. The lead was properly re-connected to the device and all measurements were found to be within normal range. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains in service and will not be returned to boston scientific, therefore the clinical observations can no be confirmed by analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.